Manufacturer narrative:
(B)(4). Investigation completed and product evaluated and found black chemistry observed on the strips. The root cause of black chemistry is due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention at this time, but on saturday he had to call ems due to result. The customer's expected blood results are 120-135mg/dl fasting. Verified test strips expire 05/21/2018. Customer's test strips are being stored in the kitchen and opened vial date 12/25/2015. Reviewed meter memory: (B)(6). Memory concerns: lo. Customer believed his results are inconsistent because his meter continued registering lo. Customers expected target range is between 120-135mg/dl and meter registers lo without him experiencing any symptoms of low blood glucose levels. Customer stated he had to call paramedics on (B)(6) 2015 because he performed a blood test with his meter and results were "lo", customer had juice and soda prior to paramedic arrival and when they tested him using their meter results were 176mg/dl. Customer was not taken to the hospital.